Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the mildly tortuous and severely calcified iliac artery. A 7.0mm x 20mm x 80cm (4f) sterling balloon catheter was advanced for dilatation. However, during the initial inflation at 8 atmospheres for 8 seconds, the balloon ruptured at the center. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition post procedure.